Event description:
The customer stated they were training a new surgery tech who was having difficulty positioning the cc4204a collamer single piece lens in the injection system. Consequently, the foam tip plunger overrode and tore the lens as the surgeon was inserting it. The lens was removed and replaced without any injury to the patient. The reporter stated event was due to a loading error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes: results (other) visual inspection of the returned product showed a haptic had tore off from the optic and was missing. There were tears in the optic and a clear surgical residue on the lens. (B)(4).